Manufacturer narrative:
(B)(4). Device evaluated by MFR.: a visual examination of the balloon confirmed that it was not folded indicating that it had been subjected to positive pressure. Blood was identified inside the balloon which is evidence of a leak. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was successfully inflated to its rated burst pressure and liquid was observed to be leaking from a pinhole on the balloon material located approximately 45mm proximal of the distal end of the tip of the device. A visual and tactile examination identified no issues with the shaft or tip of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.¿ this device was used to treat the left femoral vein. Also the balloon was inflated to more than the rated burst pressure for this device. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-01847. It was reported that balloon rupture occurred. The target lesion was located in the left femoral vein. After a wallstent was deployed, a 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for post-dilation. However, when the balloon was inflated at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient. Then another 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced; but the balloon also ruptured upon inflation at 6 atmospheres. The device was completely removed from the patient. The procedure was then completed with another one of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was 50% stenosed and was located in a non-tortuous and non-calcified left femoral vein. It was believed that the balloons were punctured by the edge of the wallstent.